Event description:
It was reported that the entire device system was explanted on (B)(6), 2013 and was not replaced with another product from the same manufacturer. It was noted that there was ¿no alleged product issue.¿ it was stated that ¿the patient did not respect post-operative recommendations which led to a migration of the lead and loss of stimulation efficacy in the painful area.¿ it was noted that the patient was ¿alive with no injury¿ at the time of report. It was noted that the patient had less than 50% therapy relief. The location of the issue or symptom was reportedly the ¿lead location.¿ if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product event summary #(B)(4) event description: information received by medtronic indicated that the patient did not respect post-operative recommendations which leads to a migration of the lead and loss of stimulation efficacy in the painful area. Patient implanted on the (B)(6) 2012. Patient had 3 lead displacements before this one (1 on the (B)(6) 2012). All displacements were due to non compliance of the patient. (B)(4). All products have been explanted and discarded. Preliminary (B)(4) assessment: lead migration preliminary (B)(4) conclusion: no product issue concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: 2012-(B)(6), explanted: 2013-(B)(6). Product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that it was confirmed that the patient experienced lumbar pain. The outcome was noted as not recovered, the patient did not want another intervention. Later it was confirmed that the event resolved on (B)(6) 2013.

Event description:
Additional information reported that the event issue was noted as recovered as of (B)(6) 2013. Should additional information be received, a supplemental report will be filed.